Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead exhibited noise over-sensing resulted in inappropriate mode switch. The noise was reproducible with isometric exercises. No intervention was performed, and the patient is being monitored. The patient was in a stable condition.